Event description:
A report was received from a user facility in the USA stating the cutting action of the vitrectomy cutter was inadequate for thick tissue. The cutter was replaced and the procedure was completed without further incident. There was no serious injury or report of permanent impairment related to the event.

Manufacturer narrative:
The device has not been received for evaluation. The lot number was not provided; therefore, a device history review could not be performed. A supplemental report will be submitted if the device is received.